Event description:
It is reported that the patient had a femur fracture and had to undergo surgery in (B)(6) 2013. During surgery to implant the znn cmn nail in the patient's left hip, the 2.4 bullet tip guide wire could not be disengaged from the nail. It got stuck in the nail. Another nail was implanted to complete the surgery.

Manufacturer narrative:
The manufacturer did not receive the affected device, x-rays, nor other source documents for review. The lot numbers were received and the device history records were reviewed and found to be conforming. The cause for this specific event cannot be ascertained from the information provided. Once more information is received and the device is returned to the manufacturer or investigation, an updated report will be submitted. Zimmer reference number (B)(4).